Manufacturer narrative:
Investigation conclusion: manufacturing batch record review for this lot did not uncover any abnormalities. Retain investigation could not be performed as the lot reported expired before the complaint was received. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported an unconfirmed false negative hcg result using the consult hcg urine/serum combo cassette. Although requested, no additional information was provided. Although the customer was unwilling to troubleshoot, the customer was advised of potential limitations, such as hydration status as very dilute urine specimens may not contain high enough levels of hcg to produce positive results.